Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient went to school nurse while in class since he was not feeling good and was incoherent. School nurse administered glucose tablets and water. Patient's mother give patient protein. Patient's mother did not report any medical intervention and the time of contact with dexcom technical support, patient was in fine condition.